Event description:
There has been a decrease in hearing performance with the device starting approximately in (B)(6) 2020. Before the decrease in performance the user was hearing well with the device. The user was successfully re-implanted on the (B)(6) 2020.